Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported to local ambassador that 17 patient samples were reported positive on the realtime sars-cov-2 on (B)(6) 2021. Customer repeated the positive samples on alinity m and on another instrument. On both instruments the results were negative for all 17 patient samples. Molecular application specialist (mas) reviewed the log files and the result analysis showed that a valid quality control (qc) was available. The curves for all 17 samples are very flat compared to the curve of the positive control. During master mix preparation on the m2000sp instrument, a drive no load error was encountered by the liquid handler (liha) and the run was aborted due to insufficient volume when dispensing from amplification reagent bottle #2 to bottle #3 (error code 3153) before dispensing the eluates to the pcr plate. The customer restarted the master mix run from the beginning with new amplification reagents. They were early enough to recover from the error. It is correct to remove the amplfication reagents and replace them with new reagents to restart the master mix. A contamination during the replacement of the reagents by the user cannot be excluded; however, there are no indications of a contamination coming from the instrument. The mas confirmed that there was no impact to the 17 patients. The positive results were reported outside the lab to the physician and were retested because the physician questioned the results. The physician repeated the 17 positive patient samples as a control to confirm that the samples are positive. The negative results were reported to the patients. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review the review of the data demonstrated that the assay software and the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 is performing as expected. The assay reagents performed as expected and met the assay specification requirements without any error codes. There is no indication that lot 512727 is performing outside of established design performance specifications. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. 17 patient samples tested on (B)(6) 2021 were positive for sars-cov-2. Note: 8 out of 17 samples were flagged with ic (internal control failed). Quality data review. The device history records (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512727 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512727. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512727 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review. The lot specific complaint history review for abbott realtime sars-cov-2 amp kit (list 09n77-90) lot 512727 identified one additional complaint ticket related to the reported issue. This ticket currently in the process of being independently investigated. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512727 was not identified.